Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a vessel perforation occurred. A bypass procedure had previously been completed on the patient and now the patient had stenosis at the anastomosis. The target lesion was located in the "aic". A 2cm peripheral cutting balloon (pcb) and a non-bsc 7fr sheath were selected. The pcb was advanced over the v-18 guide wire and advanced to the target lesion. The balloon was very carefully and slowly inflated to 6 atm. Than the balloon was slowly deflated and then pulled back into the sheath. The pcb was pulled back in a vacuum. All of a sudden ¿the rail became thick" they checked the vessel with a fluid contrast agent and saw bleeding. They tried to compress the bleeding source, but that did not work. An operation was completed to sew up the ¿aic¿. It was further reported that when removing the sheath, it was found to be completely torn and the length of the aic was injured. No further patient complications were reported and the patient's status is okay.

Manufacturer narrative:
Device evaluated by manufacturer: the sheath was not returned with the catheter. Examination of the returned device identified a shaft kink 22cm from the catheter tip. Shaft kinks are consistent with excessive force being applied to the device during handling/use. Blood was present throughout the guidewire lumen. No further damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the vascular access site was located in the afc. The 70% stenosed target lesion was located in the mildly tortuous aortoiliac bypass distal anastomosis. Calcification was noted after a operation scare stricture. There was difficulty removing the pcb from the sheath. It was noted that the blood was coming from the afc. A femostop was used outside the patient for &#59400;ours and with a balloon inside the aie vessel , because they wanted to minimize the bloodflow. It was noted that the pcb torn the sheath and vessel.

Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the vascular access site was located in the afc. The 70% stenosed target lesion was located in the mildly tortuous aortobiiliacal bypass distale anastomose. Calcification was noted after a operation scare stricture. There was difficulty removing the pcb from the sheath. It was noted that the blood was coming from the afc. A femostop was used outside the patient for 3/4 hours and with a balloon inside the aie vessel , because they wanted to minimize the bloodflow. It was noted that the pcb torn the sheath and vessel.